Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed all function and operational checks and could not replicate the reported issue. The fse replaced the table interface module (tim) to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer informed the technical support engineer (tse) that the connection of the table interface module (tim) resulted in the release of brakes on all patient side cart (psc) arms. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the arm moved unintuitively. Also, the instrument was installed and the without any control, the instrument moved unintuitively. The movement was in opposite direction, delayed and unsmooth. The issue was persistent. The surgeon discontinued used of the arm and instructed to remove the instrument. The procedure was completed robotically with all intended arms and there was no reported injury.

Event description:
Refer to h11 for follow-up information.